Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room (ER) due to a blood glucose level of 300 mg/dl and diabetic ketoacidosis. Reportedly, the customer was release from the ER after 5 hours but subsequently returned to the ER on (B)(6) 2022 due to continued vomiting and customer was admitted to the intensive care unit (ICU). Customer performed a supply change to attempt to address bg and occlusion alarm. Customer reverted to an alternate method of insulin therapy. At the time of the report to tandem technical support there was no additional information provided and customer was still admitted to the ICU. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however no response was received from the customer.